Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered due to high rate non-sustained episodes and high sensing integrity counter (sic). It was thought that the issue was likely related to electromagnetic interference (emi) with the implantable cardioverter defibrillator (ICD), and it was noted that the patient works in a (B)(6). Reprogramming was performed, and the device remains in use. No patient complications have been reported as a result of this event.